Event description:
It was reported that the atrial lead was oversensing, was undersensing, had no capture at maximum output, and had decreasing impedance that triggered a lead warning. The physician reprogrammed the device to vvi mode as the patient has been asymptomatic without atrial pacing. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2010 15:00:10. The weekly pace impedance trend data shows a gradual impedance decrease for max and min atrial pace bi impedance from 323 to 19 ohms minimum between (B)(4) 2010 and (B)(4) 2012.